Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient has dislocated 3 times, (B)(6) pa. The above implants were removed from the patient and replaced with strykers. Strykers dual mobility was used with a 28mm + 7mm head of ours.